Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of a 12tlw405f35 catheter could not be deflated properly during device prep. There were no patient involvement. Issue was resolved by exchanging catheter for a second catheter.

Manufacturer narrative:
A product evaluation was completed with the returned 12tlw405f35 with 3ml syringe. The reported event of "leaked and had deflating difficulties" was unable to be confirmed. The balloon was inflated with 1.7ml air and the balloon inflated concentric and did not leak. The balloon was inflated with 0.9 cc of water and the balloon inflated concentric and did not leak. Balloon deflated completely after 9 seconds by pulling back on syringe plunger. Balloon deflation time with water was within specification. The balloon latex and windings appeared to be in good condition. Through lumen was patent without any leakage or occlusion. No visible damage was observed from catheter, balloon and windings. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A product non-conformance or device failure could not be confirmed since product evaluation could not confirm the reported event of "balloon, unable to deflate" and no defect was found with the returned device. In addition, a device history record review was completed and documented that device met all specifications upon distribution. Since a failure mode could not be confirmed and with the information available, further investigation could not be performed. Complaints incidence will continue to be monitored, and applicable actions will be taken as required.